Event description:
It was reported that an alert triggered for high superior vena cava (svc) coil impedance in the right ventricular (rv) lead. The impedance has been gradually increasing. It was also reported that the right atrial (ra) lead experienced a spike in impedance. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, implanted: (B)(6) 2004. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range, a lead impedance out of range alert, and the impedance trend on the svc (superior vena cava) defibrillation coil was variable. An out of tolerance subthreshold lead impedance alert was recorded on (B)(6) 2013. Svc defibrillation impedance varies from 53 ohms to 102 ohms throughout the record.